Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
An applier that was used on a mammary vessel during a coronary artery bypass graft cut the vessel, causing the patient to return for another procedure to seal the vessel that evening and the patient was moved to cv ICU. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product auto end05 ml, lot # 73f1600689 was manufactured on 07/05/2016 a total of (B)(4) pieces. Lot was released on 07/06/2016. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
An applier that was used on a mammary vessel during a coronary artery bypass graft cut the vessel, causing the patient to return for another procedure to seal the vessel that evening and the patient was moved to cv ICU. The patient's condition was reported as fine.